Event description:
The customer reported that no sample was delivered to position a12 while pipetting an htlv I/ii plate. No alarm was generated by the summit sample handler. A field service engineer was dispatched and observed that the tip at position 12 was not being picked up properly. The engineer replaced the plunger clamp and tip clamp in position 12. No death or serious injury was associated with the event.